Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03266. It was further reported that the target lesion was located in the mid right coronary artery (rca). Following predilatation with a 4.0mmx15mm non-bsc balloon, a 3.5mm x 18mm non bsc stent was deployed in the target lesion. Post dilatation was attempted with the same balloon, but it failed to cross the tortuous area between the proximal of rca and the middle of rca. An attempt was made to delivery the balloon using the first guidezilla. During insertion of the balloon into the first guidezilla resistance was encountered and the first guidezilla kinked. An exchange was made for another of the same guidezilla. Resistance was again occurred and the second guidezilla kinked. The procedure was completed using a buddy wire technique.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Microscopic examination and tactile inspection revealed that the device was separated at the shaft/collar area, with damage to the collar. Microscopic examination found no irregularities or defects in the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01apr2016. It was reported that shaft kink occurred. The target lesion was located in the coronary artery. A 145, 5-in-6 guidezilla guide extension catheter was selected for use however, it was noticed that the collar part of the guidezilla guide extension catheter was kinked. The procedure was completed with another guidezilla guide extension catheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a separation at the shaft/collar area of the guidezilla guide extension catheter.